Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Please note that although sensor kit expiration date is 31-mar-2021, as customer did not provide information regarding date of adverse event, it cannot be determined if device was used past shelf-life/expiration date. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the adc device. The customer reported requiring third-party treatment due to this issue but declined to continue troubleshooting. No further details were provided. There was no report of death or permanent injury associated with this event.